Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider requested confirmation that a transmission was sent from the cardiac device data transmission application following a cardiovascular implantable electronic device (cied) interrogation. It was noted that the healthcare provider had inadvertently used the mobile programmer application. Technical services provided assistance to interrogate the cied using the cardiac device data transmission application, which was unsuccessful and a diagnostic message was displayed that indicated the application was searching for the cied but was unable to progress further. No patient complications have been reported as a result of this event.